Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5166929.

Event description:
Voluntary medwatch received states that the implantable cardioverter defibrillator (ICD) was explanted due to an unknown issue. The patient condition was unknown.